Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out from the insulin pump during the manual prime process. Customer's blood glucose was 317 mg/dl. The customer reported wearing the insulin pump during priming. Troubleshooting found the bottom casing of the insulin pump detached completely during the prime process. It was also found the customer wasted three infusion sets. Customer stated the insulin pump passed a self-test during troubleshooting. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.